Event description:
An ortho clinical diagnostics (ocd) laboratory specialist (ls) reported discordant negative results obtained from multiple patient samples using the vitros (B)(6) reagent during a correlation study with a non-vitros (B)(6) assay. These materials were tested on a vitros eciq immunodiagnostic system. Sample #1 vitros (B)(6) result = 1.53, 1.32 (B)(6) vs. Expected result (B)(6); sample #2 vitros (B)(6) result = 1.32, 1.27 (B)(6) vs. Expected result (B)(6); sample #3 vitros (B)(6) result = 1.25 (B)(6) vs. Expected result (B)(6); sample #4 vitros (B)(6) result = 1.42 (B)(6) vs. Expected result (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The vitros (B)(6) results were not reported outside the laboratory as the ls was processing these patient samples as part of a correlation study. There was no allegation of patient harm as a result of this event. This report is number four of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation concludes that discordant (B)(6) vitros (B)(6) results were obtained from a multiple patient samples. An assignable cause for the discordant (B)(6) results was not determined. There is no indication that the vitros instrument or reagent has malfunctioned.